Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2017 with the following findings: keypad cover missing; all buttons unresponsive during investigation. Evidence of moisture under contrast/up contacts; up/down/ok contact domes inverted. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector w/ latch closed. No evidence of moisture found internally. Display is dim/faded (pink). Battery compartment crack below the bumper. Abb cover damaged/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.